Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during dwell 3 of their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected their transfer set from the pt line of the homechoice set. The home pt was connected at the time of the initial call. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.